Event description:
During review of an unrelated complaint, it was noted in provided ventilator logs that a technical error code indicating disabled valves had been generated at an earlier occasion. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Provided ventilator logs included a technical error code indicating disabled valves. No service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the generated technical error code has not been determined.